Event description:
Per the clinic, the patient was hospitalized for a night on (B)(6) 2021, due to swelling and an infection (specific date not reported). The patient was treated with oral and IV antibiotics (specific date and duration not reported) and the symptoms resolved. The patient resumed use of the device and no additional episodes were reported.